Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and uretex and mesh were implanted. It was reported that following insertion the patient experienced urinary problems. It was reported that the patient underwent a gynecological procedure and had a hysterectomy, repair of inadvertent cystostomy, and cystoscopy performed on (B)(6) 2007 due to symptomatic uterine fibroids, dysfunctional uterine bleeding, and menometrorrhagia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.